Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 415 mg/dl at the time of incident. The customer was assisted with troubleshooting. The device will not be returned for analysis.